Event description:
Information was received from a health care professional regarding a patient who was receiving lioresal (concentration 2000 mcg/ml, dose 1123 mcg/day) via an implantable pump for stroke and intractable spasticity. The event date was (B)(6) 2017. A critical alarm was heard but telemetry had not yet been performed; the patient called the doctor stating that the alarm in the pump was occurring every 10min. The doctor said its possibly an early battery failure because the pump was part of the recall population for this to occur, the pump had not yet been interrogated so the issue had not been confirmed, at the time of this report, the patient was on their way to the office to have the pump interrogated. The patients tightness had increased and the patient stated that she was feeling weird. The doctor later called to provide an update, the event logs were checked and revealed that on (B)(6) 2017 reset occurred-low battery as well as pump being in safe state. The doctor was provided with a pump off password as they wanted to turn the pump off

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The health care professional later indicated that the patients weight at the time of the event was (B)(6). The patient was seen in the clinic on (B)(6) 2017 and logs were scanned and revealed a low battery reset, safe state occurred on (B)(6) 2017. The pump was turned off using a code. The patient reported feeling weird for 5days, they could not clarify the actual symptoms felt. The pump was scheduled to be replaced and would be returned to the manufacturer. The patient symptoms of weirdness was resolved but tightness continued and patient was on oral medication. According to information received from the drug partner, the concomitant medication and history were listed as; tylenol (acetaminophen); unknown, florajen-3 (dietary supplement); unknown, aspirin (acetylsalicylic acid); unknown, albuterol inhaler (albuterol) inhalation gas; unknown, wellbutrin (bupropion hydrochloride); unknown and zyrtec (cetirizine hydrochloride); unknown, voltaren (diclofenac sodium); singular (montelukast sodium); prilosec (omeprazole); ditropan (oxybutynin chloride); ultram (tramadol hydrochloride); and chantix (varenicline tartrate). Other relevant history; medical device implantation of pump and 2 catheters on (B)(6) 2011 for muscle spasticity with tightness and stroke. The stroke, intractable spasticity (with tightness), hemiparesis (left), dystonia, spasmodic torticollis, obesity, arthritis, was patients medical history. On (B)(6) 2017, it was learned medical history included left hemiparesis, torsion dystonia, spasmodic torticollis, obesity, and arthritis. On (B)(6) 2017, the patient experienced increased tightness and reported she felt ¿weird.¿ on (B)(6) 2017, the patient¿s pump was refilled. On (B)(6) 2017, the patient heard pump alarms overnight. On (B)(6) 2017, the patient presented to clinic and her pump was interrogated which confirmed a low battery reset and safe state had occurred (on (B)(6) 2017). On that day, the patient was treated with oral baclofen ¿10¿ (presumed 10 mg) at 3x/day; baclofen ¿10¿ (presumed 10 mg) at 3x/day, as needed; cyproheptadine 4 3x/day, as needed; and dantrium 25 mg 3x/day, as needed. At that time, the patient was also referred to a neurosurgeon for a pump replacement. The patient was not hospitalized and the patient felt weird for approximately 5+ days. As of (B)(6) 2017, the weird feeling had resolved and the increased tightness was ongoing. No additional information was provided. No further complications were reported.